Manufacturer narrative:
Product event summary: one (1) pump with unknown serial number was not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue and the device serial number was unknown. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. The reported thrombus and high power events could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, this event is a known potential complication associated with the implantation of a vad. Based on the limited available information and historical review of similar events, the most likely root cause of the high power and subsequent vad stop event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was reported in the q4 2025 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was hospitalized with hemolysis, heart failure symptoms, and the ventricular assist device (vad) exhibiting high watts alarms. The patient's family reported that patient was not eating, was not taking medications, and had grown so weak and could not make it to the bathroom. Upon arrival it was found that the vad had been having alarms for several hours. Labs were done; lactic acid was 2.32, white blood cells 14.71, hemoglobin 6.9, plasma free hemoglobin 110, lactate dehydrogenase (ldh) 1210, international normalized ratio (inr) 2.8, n-terminal pro-b-type natriuretic peptide 4940, blood urea nitrogen (bun) 139, and creatinine 21.28. Urology was consulted for suspected urosepsis, and computerized tomography (CT)/surgery was consulted for a suspected vad thrombus; the patient was deemed to not be a surgical candidate. The patient's tissue plasminogen activator (tpa) was held due to concerns for bleeding. Vad flow and power continued to increase until the vad stopped on it's own. The patient was then placed on cardiology service. Despite efforts to support the patient, their condition continued to decline. Care support was withdrawn. The patient subsequently expired. The vad remains implanted in the patient. This event was reported in the q4 2025 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.